Event description:
It was reported that there were inflation difficulties with one(1), size 8lpc, low pressure cuffed tracheostomy tube. The device was removed immediately after insertion and a hole in the cuff was observed. The device was not pre-tested before insertion. There was one (1) pt involved with no reported pt injury or compromise. The device was returned to the MFR for decontamination, analysis and investigation. Eval results are recorded in section h.10 of this report.